Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results investigation summary it has been received 1 used sample of 50pf lot 1707216 and 1 used sample of 50pf lot 1306200. On visual inspection of the two samples received no leakage can be observed in any of them (probably they get dried). No damage or molding defect can be observed in both that could have caused leakage. The stopper is correctly assembled in the two samples. Ten retained samples of 50pf lot 1707216 are evaluated. On visual inspection of these ten retained samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled in the ten samples. No retained samples of lot 1306200 are available. DHR of lot 1707216 and 1306200 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. During different manufacturing processes, final products are sampled and subjected to visual inspections according to procedures. Leak test is not performed with the 2 used samples received since syringes are single use and this functional characteristic could not be reliable if test is done with the used syringes. They are washed with alcohol isopropyl and it is disassembled not observing any damage or molding defect in the plunger rod that could have caused leakage. Leak test is performed with the 10 retained samples of lot 1707216 according to procedure pc-039 and iso 7886-1 annex d. The ten syringes meet iso 7886 annex d. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. No manufacturing process or raw materials have been change in this reference number. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples tested meet iso7886 annex d, a definitive root cause cannot be determined. A fast plunger withdrawing cause a vacuum to be created in the syringe high enough to cause the air contained between the two ribs of the stopper to be released and these get filled with the liquid. The leakage can be caused by bending the plunger when the syringes were almost filled that caused the separation between the stopper and the internal wall of the barrel. When withdrawn is performed till the maximum capacity of the syringe and the plunger is moved applying high flexion in perpendicular direction to syringe axis instead of parallel direction, leakage could happen between stopper rings even behind the stopper. Investigation conclusion defect: leakage between stopper rings (leakage when withdrawing) it has been received 1 used sample of 50pf lot 1707216 and 1 used sample of 50pf lot 1306200. On visual inspection of the two samples received no leakage can be observed in any of them (probably they get dried). No damage or molding defect can be observed in both that could have caused leakage. The stopper is correctly assembled in the two samples. Ten retained samples of 50pf lot 1707216 are evaluated. On visual inspection of these ten retained samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled in the ten samples. No retained samples of lot 1306200 are available. DHR of lot 1707216 and 1306200 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. During different manufacturing processes, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process visual inspection molding 2 injections per shift printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift assembly 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging 1 shelf-package per pallet leak test is not performed with the 2 used samples received since syringes are single use and this functional characteristic could not be reliable if test is done with the used syringes. They are washed with alcohol isopropyl and it is disassembled not observing any damage or molding defect in the plunger rod that could have caused leakage. Leak test is performed with the 10 retained samples of lot 1707216 according to procedure pc-039 and iso 7886-1 annex d. The ten syringes meet iso 7886 annex d. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. No manufacturing process or raw materials have been change in this reference number. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples tested meet iso7886 annex d, a definitive root cause cannot be determined. A fast plunger withdrawing cause a vacuum to be created in the syringe high enough to cause the air contained between the two ribs of the stopper to be released and these get filled with the liquid. The leakage can be caused by bending the plunger when the syringes were almost filled that caused the separation between the stopper and the internal wall of the barrel. When withdrawn is performed till the maximum capacity of the syringe and the plunger is moved applying high flexion in perpendicular direction to syringe axis instead of parallel direction, leakage could happen between stopper rings even behind the stopper. Root cause description: no manufacturing process or raw materials have been change in this reference number. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples tested meet iso7886 annex d, a definitive root cause cannot be determined. Rationale: based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure ps-001. UDI: (B)(4).

Event description:
It was reported the plunger on a bd¿ perfusion syringe 14 g x 1 1/4 inch moved while drawing up medication causing leaking past the stopper. There was no report of injury or medical intervention.